Event description:
The customer reported a waste solution overflow occurred when using the unicel dxc 600 synchron system. An error condition for "reaction wheel temperature errors" was generated and the cuvette wash probe #1 was not vacuuming out waste, causing the waste solution overflow to occur below the reaction wheel and into the trough on the instrument. The leak was contained to the instrument. The customer was wearing personal protective equipment. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On 12/17/2013, the field service engineer (fse) evaluated the instrument and replaced the cuvette wash probe # 1. This action did not resolve the issue. Upon further troubleshooting, the fse determined valve v4 had failed. The fse replaced valve v4, cleaned up the residue, and cleaned all the cuvettes manually. The fse replaced several cuvettes that could not get clean. The fse performed "wash all cuvettes" and all the cuvettes passed water blanks. Successfully ran controls. No further issues were observed. Identified failure mode: failure mode is cuvette wash valve v4 pn-a15898. Failure mode has potential to impact the patient results. (B)(4).